Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that high pressure alarm occurred around 4 am which they were able to resolve. Pump was alarming "cassette damaged, free flow may occur, clamp tubing". Troubleshooting was performed and problem persisted. No patient harm or no patient injury was reported. The event occurred while in use with patient at patient's home. No patient harm was reported.